Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) stated that there was no noise on shock channel on presenting electrogram. Ts also suggested bringing the patient in for evaluation. Additional information states that the patient was brought in and the device was interrogated. No issues were found and shocking impedance was in normal range. The patient had undergone isometrics and no problems were observed. The system remains in service. No adverse patient effects were reported.